Event description:
It was reported there are no audible alarms at the central station. Visual alerts are there but there is no sound. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A Follow-up report will be submitted upon completion of the investigation.